Event description:
Report received of tubing disconnection. The home care pt was receiving ceftazadine 1.0 gm in 260cc 5% dextrose in water every eight hours via a PICC line. The pt reported that he noticed a wetness and then found that the tubing set had become disconnected. He called the home care agency and reported that the tubing set had disconnected at the site where the anti-siphon valve connects to the clave port. The tubing was changed to resolve the problem. There is a possibility that the pt's wheelchair rubbed against the tubing to cause the disconnection. There was no pt harm as a result of the incident.